Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during prime/a33 test due to faulty fsr. (Gold) motor was tested outside the device and passed. Cracked case on lcd display window corners and scratched lcd window noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.